Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One eztetic dental implant, 3.1mm diameter, 2.9mmd platform, 11.5mm length (ct3111) was returned for investigation with a cover screw threaded in the drive feature. Visual inspection of the as returned product identified signs of use, dried bone and no apparent malfunction. Additionally, the bundled healing screw was attached to the implant upon receipt, the healing screw was removed and dried blood was identified within the implant. Functional testing to recreate the reported events could not be performed due to the nature of the device & events. The reported device was measured and was verified to match drawing specifications. A pre-existing condition noted on the product experience report was poor oral hygiene. The reported device was located on tooth # 26 and was used for approximately 1 month. The customer did not provide pictures or x-ray images. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported customer reports: infection / bone loss / pain. Patient in poor health - implant was lost due to infection. The product was returned and the reported complaint could not be verified as the device did not malfunction, pictures or x-rays were not provided and medical events are non-verifiable events. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.'

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Last name: unknown / not provided.

Event description:
It was reported that the patient had infection / bone loss / pain. Patient in poor health - all 4 implants were lost due to infection